Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13158. Related manufacturer reference number: 2938836-2019-13160. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. Cause of death was acute cardio respiratory arrest. No further information is available.

Manufacturer narrative:
As received, a partial connector portion of the lead was returned in one piece. The damage found was sustained during the surgical procedure. The portion of lead was otherwise normal.